Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update-5/4/15-patient was taken to the emergency room due to having a seizure. The patient will be going to see surgeon during the week of 5/4/15.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Documentation shows this device was manufactured, etched, inspected, cleaned and forwarded for plasma treatment as per model specifications supplied by craniomaxillofacial (cmf) product development on 26 march 2015. No inconsistencies were found during these processes. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cranioplasty om (B)(6) 2015, a polyetheretherketone (peek) implant was placed in the patient before being sterilized. Instructions to sterilize the device were provided to nurse prior to the surgery. The surgical team realized the device was not sterilized so the procedure was stopped and the device was removed to be sterilized. There was a twenty (20) minute delay in the surgery. The surgery was successfully completed and the patient outcome was reported to be positive. This report is 1 of 1 (B)(4).

Event description:
Update: patient is reportedly doing well post-seizure.

Manufacturer narrative:
Additional narrative: device was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.